Manufacturer narrative:
The insulin pump had a broken reservoir tube lip and minor scratches on lcd window.

Event description:
The customer called and reported the reservoir compartment of the insulin pump was broken and the reservoir would fall out. Customer's blood glucose was not known. The insulin pump had fallen out of the customer's pocket and cracked. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.